Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter, therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.

Event description:
Toothbrush heads coming loose and coming off when brushing teeth [device breakage]; no adverse event [no adverse event]. Case description: a consumer, age and gender unspecified, reported via e-mail on 27-jan-2017 that he/she recently had a problem with oral-b brushheads, version unknown coming loose and coming off when brushing his/her teeth with an oral-b rechargeable toothbrush, version unknown. The consumer reported he/she did not have the product's original packaging. The reporter stated he/she had always used oral-b electric toothbrushes. No symptoms developed. On 30-jan-2017 received consumer's follow-up e-mail: the consumer reported the type of toothbrush heads used were oral-b power oral care refills precision clean, and the used brush heads could be sent to the company. No symptoms developed.